Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq diamond icon on the pump touch screen was gray despite confirmation from tandem technical support that the setting was on. Customer¿s blood glucose was between 164-300 mg/dl. Reportedly, the pump was reset and the issue was resolved. Customer continued to use the pump for insulin therapy.